Manufacturer narrative:
Unomedical a/s has not received any used or unused product, therefore, an investigation of the product could not be conducted. If the involved device or devices from the same lot is returned for eval, a follow up report with relevant findings will be submitted. In the received complaint no lot number was available, nor was there any info regarding details of event including alarm history of pump. The product recall notification was not issued until june 2010. (B) (4).

Event description:
Info received from distributor: pt deceased, due to diabetic ketoacidosis. At the time of her death, pt was using a quick set, including "lot 8". The product has been the subject of a FDA recall, after a defect resulted in too much, or too little insulin being delivered to the pt. Unfortunately, the notification of the product recall did not reach the pt before she died.